Manufacturer narrative:
No products were returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported event based on the absence of the products to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt revised for polyethylene wear of insert, found patella button had disassociated from the patella.